Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental MDR will be filed.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03611. It was reported that in-stent restenosis occurred. The 90% in-stent restenosis of the previously implanted wallstent was located in the moderately tortuous and moderately calcified subclavian vein. A 10.0 x 40 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 10x4mm mustang balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016, a 10x69mm wallstent was implanted.